Manufacturer narrative:
A ge service rep performed an onsite investigation. The computer was identified as being defective and requiring replacement, however, the customer does not want to take further action at this time.

Event description:
The customer reported the system would not boot up. There is no report of pt injury.